Event description:
Per the clinic, the patient experienced an infection at the abutment site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 22, 2024.